Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they cause of the implant not working and the loss of stimulation was not determined so they switched from program 1 to program 2 to see if it would work better. No further information reported.

Event description:
Information was received from a consumer regarding a recently implanted patient with neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient states that he is not having the symptom relief he did when he had the trial. Troubleshooting included finding the therapy was on and the patient was able to sync with device and felt stimulation in the bike seat area. The change in therapy was not related to positional movement. The patient says that he is not having the symptom relief he did when he had the trial, he has not had symptom relief since the implant was put in. Patient states the night after he came home from implant, he didn't get the results that he did from the trial and he stopped feeling the tingling but was told me that is normal. The patient was able to synchronize the device, and reports that stimulation is on, and he is at 2.0 volts. The patient increased to 2.5 volts and reports feeling stimulation; he planned to try this setting and see if it helps his symptoms. No further complications were reported or are anticipated. Additional information received from the patient reported that after the last call, he felt stimulation for a little bit, but then it went away. He stated his symptoms were doing better, but now the symptoms were even worse than before. He mentioned that fresh from the hospital, it did not seem like the implant was working. He met with the healthcare professional (hcp) and they increased stimulation. It was noted that stimulation was on and he had the ability to change programs and/or adjust stimulation. The patient switched from program 1 to program 2, and he increased to 5.0v where he could feel stimulation. He stated that the stimulation went away by the end of the call. Additional information was received from the patient. The patient reported that they had changed it twice already or maybe only changed it once. The patient noted that last time they changed they got quite a bit of improvement and thought they needed to change again. The patient stated that prior to implant they were getting up 2, 3, and 4 times a night. The patient noted that since implant they could sleep but now they could not hold it. The patient stated that since the 5th or 6th day since their last increase they could not hold it, the urge was so strong. The patient synced using the patient programmer (pp) and noted that stimulation was on. The patient stated that they were on program 2 at 5.0 v but were not feeling stimulation. The patient noted that they did not feel stimulation after changing to program 3 and increasing to 6.5 v. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected. Additional information was received from the patient stating they were still not getting enough results. The patient stated since the last program change the frequency had gotten better but the urgency had gotten worse, when they have to go that have to go. The patient stated they could not walk 5 feet two-legged. The programmer showed stimulation was on at program 3 on 5.0v. The patient changed to program 4 at 3.3v and they were feeling stimulation in the correct location. The patient was redirected to their healthcare provider. No further complications were reported.